Event description:
Contact reported that two of the eagle screws implanted in 2005 had backed out from the cervical palte. A revision procedure was performed in 2006 and eagle plate was replaced with a slimloc cervical plate.